Event description:
While infusing, the crrt [continuous renal replacement therapy] machine began to alarm. A large puddle of clear fluid was found on the floor underneath the crrt machine. After the machine was opened, the cartridge was removed and inside the machine was found to be wet. The machine and cartridge were removed from patient use. There is no known harm to the patient at this time.